Manufacturer narrative:
(B)(4). The complaint for system error 2240 is confirmed because the patient reported disconnecting and reconnecting during therapy, which is a use error. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4) and (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 6. The home patient (hp) stated that she disconnected from the hc then reconnected. The technical service representative (tsr) explained the alarm and had the home patient (hp) close all of the clamps and cycle power to clear the alarm. The tsr advised the hp to discard the supplies and either start over with new supplies or finish with manuals. The hp stated she would finish with manuals. The hc unit was operational. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.